Manufacturer narrative:
Insulin pump was received with cracked/detached end cap, bleeding lcd glass, cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have dropped insulin pump down the stairs which caused drive support cap to pop out, piston broke and display screen to be discolored. Customer's blood glucose was 140 mg/dl. Customer was advised that insulin pump would need to be replaced.